Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including ventricular septal defect, membranous aneurysm, arrhythmia, heart block, atrial fibrillation, valve regurgitation (mitral, tricupsid, aortic). Complications reported included surgical intervention (pacemaker), heart block, arrhythmia; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting amplatzer duct occluder ii for ventricular septal defect closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer duct occluder ii, instruction for use (IFU), states: the amplatzer¿ duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of perimembranous ventricular septal defects in elderly patients and risk factors of postoperative arrhythmias.

Event description:
The article, "transcatheter closure of perimembranous ventricular septal defects in elderly patients and risk factors of postoperative arrhythmias", was reviewed. The article presented a retrospective, single center study to investigate the safety and efficacy of interventional treatment of patients over 60 years with perimembranous ventricular septal defect (pmvsd) and to analyze the risk factors of postoperative arrhythmias. Devices included in the study were memopart scientech medical asymmetrical concentric pmvsd occluder, unknown domestic modified dual-disk pmvsd occluder, and abbott amplatzer patent ductus arteriosus occluder. The article concluded that elderly patients with pmvsd aged over 60 years have a great risk of arrhythmias after transcatheter closure. Older age and the occluder size ratio are associated with short-term postoperative arrhythmias. [The primary and corresponding author was qiguang wang, department of congenital heart disease, general hospital of northern theater command, shenyang, china, with corresponding email: wqg1993@163.com] the time frame of the study was from january 2009 to june 2023. A total of 59 patients were included in the study, of which 16 (27.1%) received an abbott device. The average age was 63.5 years and the majority gender was female. Comorbidities included ventricular septal defect, membranous aneurysm, arrhythmia, heart block, atrial fibrillation, valve regurgitation (mitral, tricupsid, aortic).